Manufacturer narrative:
This event cannot be confirmed or not confirmed for loss of efficiency through product analysis testing alone. As received, the returned lead worked and passed all test. The cause of the reported event remains unknown.

Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken where in the lead was explanted and replaced. Effective stimulation was restored.